Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and device log files. The ventilator was investigated at site by our field service engineer (fse) who could not duplicate the issue but replaced the gas nozzles as a precaution. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. Alarm o2 concentration high is activated when measured o2 concentration exceeds the set value by more than 5 vol.%. There can be two reasons for this alarm: gas delivery error and measurement error. Gas delivery error is when wrong gas concentration is delivered from the system, but the gas concentration is measured correctly. Measurement error is when correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly. In case of gas delivery error one of the recommended action is to replace nozzle units. Too high o2 concentration delivered to the patient may lead to insufficient ventilation. According to the user¿s manuals for servo-s (e.g. Rev. 04), and service manuals for servo-s (e.g. Rev. 07) preventive maintenance of the system must be performed by authorized personnel at least once a year, or every 5000 hours of operation, whichever comes first. One of the parts which must be replaced in order to keep the ventilator function safe for the patients are nozzle units, which are also included in maintenance kit 5000 hours. It is essential to replace nozzle unit as specified in our device documentation to avoid failure of the device. The replaced parts were not returned for investigation, hence the root cause of the event has not been determined.

Event description:
It was reported that the compressor generated an alarm indicating a high o2 concentration. There was no patient harm. Manufacturer's ref. #:(B)(4).